Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the forceps plug nozzle of the videoscope was loose. The resin part of the image guide snake pipe fell off and the distal sheath was sagging. There were no reports of patient involvement.

Manufacturer narrative:
Additional information was added to fields h3 and h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause for the event could not be determined. The suggested events are detectable and preventable by handling the device in accordance with the following instructions for use (IFU). Important information ¿ please read before use. Warnings and cautions. Do not bend the insertion section of the endoscope with excessive force. Insertion section damage may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.